Manufacturer narrative:
D10. Concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot#p3j0793). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, while setting up the device, the reload connection was stiff. The opening and closing of the jaws were stiff as well; additionally, the jaws did not close completely. To resolve the issue, a new handle and reload of the same type were used. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had a full staple complement and the jaws were open. Functionally, the reload was loaded into a representative instrument and was cycled without hesitation or binding and was applied to test media. The jaws were clamped and a noticeable gap could been seen. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. The reload was loaded and unloaded repeatedly without difficulty. The jaws opened and closed with expected fluidity. It was reported that the jaws would not close completely. The reported issue was confirmed. The most likely cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. It was also reported that the instrument was difficult to load, jaw does not close smoothly, and jaws do not open smoothly. The reported issues could not be confirmed. The most likely cause could not be established. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.